Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer was changing their site, and the insulin pump started to malfunction. The insulin pump was stuck in the rewind/prime process, and shot the entire reservoir of insulin. The customer was filling the tubing at the time of the event. The customer states they are received a compromised force sensor alarm and the insulin pump has a protruded drive support cap. Troubleshooting was performed and the customer was advised to return the insulin pump. The customer reported low blood glucose but declined to troubleshoot for low blood glucose and the squirting out of the insulin. The customer's blood glucose at the time of call was 180 mg/dl.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.